Event description:
It was reported that the surgeon inserted a micl12.6 implantable collamer lens on (B) (6) 2009 and the lens was replaced because the natural lens was out of place and would not hold the icl. Add'l info had been requested but not yet rec'd. If add'l info is rec'd a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4). Work order search. Results: a work order search was performed and there was one similar complaint found. (B) (4).